Manufacturer narrative:
(B)(4). The patient experienced adverse events on different days with the same device. The following reports are being submitted. (B)(4).

Event description:
Dexcom was made aware on 05/27/2018 that on (B)(6) 2018, the patient experienced a loss of connection. No additional event or patient information is available. Data was provided but does not reflect the alleged product/issue. Confirmation of the allegation and a root cause could not be determined.